Event description:
The field application specialist reported the user received a questionable sodium result for one patient sample. The initial result was 129 mmol/l and the repeat result was 137 mmol/l twice. The initial result was not reported outside the laboratory. Only the repeat result was reported outside the laboratory. The lot number of the sodium electrode was not provided. The field service representative was unable to determine the cause and suspected the mix tower and pressure settings. He checked and cleaned the mix tower and checked the mix and dry pressure. To verify the analyzer operation, he ran performance tests and precision testing. The user ran quality control and patient samples with all results within the expected range. The field application specialist could not determine a cause. She performed precision studies on patient samples and quality control material with results within specifications. She determined the analyzer was operating within specifications.

Event description:
Customer reported his aviva nano meter gave him a result he thought was too high, no value given, no time given. Customer felt weak in the evening and tested with his aviva meter, result was 2 mmol/l, no time given. Customer ate something and after an undisclosed time he tested with the aviva nano. Result was either 15,1 mmol/l or 15 mmol/l. Within 10 minutes he tested with the aviva meter again and got a value of 3.4 mmol/l. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips. No information was provided for the aviva meter system.

Manufacturer narrative:
A specific root cause could not be determined. The customer is not willing to provide further information for investigation. No patients were affected.